Event description:
Same case as MDR 6000089-2005-00960, and -00962. It was reported by the patient that 434 days after a coronary artery drug eluting stenting procedure the patient underwent target vessel reintervention (tvr) coronary artery bypass graft (CABG) surgery. The surgery was performed to alleviate in-stent restenosis of the proximal right coronary artery (rca) and the left anterior descending artery (lad). The patient believes that this was a malfunction of the three taxus express2 stents that were implanted, however, the events fall under the observed and potential adverse events long) was identified in the proximal rca with 80% stenosis and a 2.75 mm reference vessel diameter. Target lesion 1 was treated with direct placement of a 2.75x16 mm (lot 6074560) taxus stent. Residual stenosis was 0% following post-dilation. It was noted that the lad stenosis was `borderline significant' and a stress test would be considered in about six weeks to assess for any left anterior wall ischemia. There were no reported complications and the patient was discharged two days post index procedure receiving plavix and asa. The patient presented 30 days post arrive index procedure with 8/10 chest pain that radiated down their left arm. ECG and cardiac enzymes were within normal limits. Cardiac catheterization revealed the lmca had no significant focal stenosis. The lad had diffuse plaque throughout, 20-30% proximal stenosis, 60-70% mid stenosis followed by 70-80% stenosis in mid vessel. The lcx had no significant focal stenosis. The rca (target vessel) had a widely patent stent, unchanged from prior angiogram. A 2.5x16 mm (lot 6258862) taxus stent was deployed in the mid lad and a 3.0x16 mm (lot 6245054) taxus stent was deployed more proximally at the mid lad / diag1 bifurcation. These drug eluting stents were overlapping. The patient was discharged one day post taxus implant on plavix and aspirin. The patient was readmitted 432 days post arrive index procedure with unstable angina. ECG was normal with mild nonspecific t wave /abnormality in the precordial leads. Initial cks and troponins were normal. Cardiac catheterization revealed that the lmca was free of any irregularities. The lad had 90-95% instent restenosis at stent 'across the diagonal segment', 80% ostial stenosis in diag, and 95% instent restenosis of more distal stent. The lcx had a widely patent stent. The rca had 80% instent restenosis at the proximal edge of the stent, and the lvef was 30%. The patient was referred for surgical consultation and CABG was planned. Two days after readmission the patient underwent CABG lima to lad, and svg to rca. The patient's postoperative recovery was complicated by respiratory failure. The pulmonary department was consulted to evaluate the patient's increased oxygen requirements and to assist with ventilator management. The patient required inotrope support for low cardiac indices and hypotension. The patient progressed slowly, being slowly weaned from inotropes before they were extubated. The patient received antibiotic therapy with tobramycin and levaquin for pseudomonas pneumonia. Chest tubes and pacer wires were removed without incident. Incisions were intact without drainage and the patient was ambulating fairly well. The patient was discharged in satisfactory condition ten days post CABG. In the opinion of the physician there was a probable relationship between the event and the taxus stents.